Event description:
Boston scientific received information that during a routine device check, this lead was found to be fractured displaying out of range pacing impedance measurements and a loss of capture (loc) at max outputs. The lead was capped during normal device change out. There were no adverse patient effects reported.

Manufacturer narrative:
The lead remains implanted surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.